Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, when customer changed pump supplies to address the issue the occlusion recurred. Customer declined further troubleshooting for the issue, and did not respond to follow up attempts from clinical support. Customer's blood glucose was 165-173 mg/dl.